Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that one contact pin was pushed back in the connector and the motor gave an e8 error when the connector was plugged in to console device. It was further determined that the issue with the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when it was plugged into console device and pushed in the pin, that was what caused the e8 error. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified ear nose and throat (ent) surgical procedure, it was observed that the motor device was smoking. There was a one hour delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.